Event description:
The facility reported a colleague infusion pump with a malfunction of "zero power." It is unknown when this condition occurred, but it is known that it occured in the general patient ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with zero power was confirmed by baxter personnel during product evaluation. The root cause was assigned to a depleted battery. The main batteries were replaced to correct this condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This information was omitted from the initial report. After further investigation by the quality engineers, it was determined the reported condition was not escalated to a CAPA. A service history review revealed that this device has not been serviced prior to this event for the reported condition.